Event description:
Information provided states that during an acdf case the head of the rasp broke off of the shaft. The surgeon removed the rasp head from the c4-c5 disc space. The case was successfully completed. No injury or delay in this case.